Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator device was showing 10 bar o2 pressure. The issue was solved by replacing the device o2 gas module. The device logs and the replaced goods have been sought for technical investigation, but not received. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause. H3 other text : 4114.

Event description:
It was reported d that the ventilator failed the turbine and gas pressure test showing 10 bar o2 pressure during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).